Manufacturer narrative:
(B)(4). Date sent: 09/17/2021. Additional information was requested, and the following was obtained: did the device fully cut and partially staple? Yes, the device fully cut and partially staple. What was the shape of the deployed staples (b-formed, irregular, ect)? The shape of deployed staples was irregular formed. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device fully cut and partially staple? What was the shape of the deployed staples (b-formed, irregular, ect)? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoid colectomy, at the moment of shooting, the device closure was slightly stronger than usual, the device's display was showing the closure in the correct position but when the shot was made, the anastomosis was not completed correctly. The staple line was not completely formed. The adjusting knob was difficult to close. The surgeon finally decides to perform a new manual anastomosis. No fragments were generated. The procedure was completed successfully with no patient consequences.